Event description:
The pt was implanted with three leads from the same lot number. It was reported during the trial procedure the physician was unable to access the epidural space in multiple entry locations. The physician then placed two dorsal leads and one occipital (off-label) lead to complete the procedure. While the pt was in recovery after the procedure, the pt did not have relief of her right arm pain and experienced numbness and weakness to both of her legs. The pt had response to her physician touching her feet and legs. After the symptoms did not resolve the pt was admitted to the hospital. As of (B)(6) 2013 the pt was still hospitalized and the issue resolved. Additionally, the pt's scs leads were explanted on (B)(6) 2013.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.